Event description:
A report was received that the patient, who was recently implanted, had a pocket of fluid at the ipg site. The physician confirmed that it was a procedure related seroma and drained the fluid. The physician did not suspect any infection.